Event description:
It was reported that the customer had a prime/delivery test alarm on the insulin pump. Customer's blood glucose level was 156 mg/dl. It was explained that the possible cause for the alarm was that during seating, the force sensor could not detect the reservoir. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.